Event description:
(B)(6) affecting baker's cyst [synovial cyst]. Tow knee surgeries [knee operation]. Case description: spontaneous report was received on (B)(6) 2012, from a patient (who is a nurse; age and gender not provided), initials (B)(6), with osteoarthritis. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection, dosage regimen not provided. The lot number of synvisc one was not provided. On an unspecified date, the patient was diagnosed with (B)(6) which was colonized and had affected connective tissue and joints. On unknown dates, the patient had two knee surgeries (failed) and developed baker's cyst. It was reported that the patient was in need of total joint replacement, but the physician said that the patient did not qualify due to (B)(6). The company assessed the event of methicillin resistant staphylococcus aureus infection as medically significant. The action taken and baker's cyst was not provided. The outcome for the events of (B)(6) and baker's cyst was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting nurse did not provide the relationship between synvisc one and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.